Event description:
It was reported that the ventilator had an issue during ventilation. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator had an issue during ventilation. Identification of issue has been done by analyzing problem description, service report and the device¿s logs. After occurrence series of alarms, the ventilator was switched with another servo-I (sn (B)(6), on which the same issue occurred and then disappeared on its own. The devices were checked again and no malfunction was found. According to the information provided by the technician, the customer reported that the ventilator delivered inaccurate values to the patient, despite pre-use check passed prior to the ventilation. According to the customer frequency was higher than set. During ventilation, which was set to pressure control mode, some breaths were irregular and the volume was not stable. The devices were checked again and no malfunction was found. The device was delivered to the user in working condition. According to the technician statement the reported issue occurred due to external cause, not the ventilator and most likely was related incorrect intubation of the patient and air leak occurred on the cuff inside the trachea. Review of the device's logs confirmed occurrence of reported issue. The event log confirms several clinical alarms have been generated, as an indication of difficulties with ventilating the patient, but there are no technical error codes to indicate a ventilate malfunction. Alarms such as high respiratory rate, peep low, inspiratory flow overrange or expiratory minute volume low indicates a leakage in the patient circuit. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. The issue was decided to be reported based on available information as leakage in patient circuit may lead to insufficient ventilation or no ventilation to the patient. The root cause of the reported alarms has not been determined, as it remains unknown what was the source of the leak.